Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4). This device is included in the medical device correction, "synchromed ii implantable drug infusion pump overinfusion", customer letter ((B)(6) 2014).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that on (B)(6), there was supposed to be 12 milliliters or ¿12%¿ left in the pump and when the pump was aspirated, there was nothing in it. This was at an appointment to decrease the dose, as the patient was being weaned off for explant. At the time of the report the pump contained saline. Morphine was being taken orally for pain. The patient also had an appointment scheduled for (B)(6) for breakthrough pain. The pump had previously been used to deliver morphine.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. As received the pump reservoir had 39 ml of fluid in it and pump was set to minimum rate infusion mode. Pump logs gathered and no anomalies found in the pump logs. Pump passed dispense accuracy testing and was subjected to a volume infusion test over 36 days, volumes were within recommendations. No anomalies found with pump performance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that there was a volume discrepancy. The expected residual volume (erv) was greater than actual residual volume (arv), erv: 12 ml and arv: 0.2 ml. The cause of the volume discrepancy was unknown. The patient¿s health care provider (hcp) reported discrepancies increased over several; consecutive refills. The actions required as a result of the event included surgical intervention explained as the patient was getting close to needing a replacement so the procedure was expedited and the pump was replaced. It was noted that medical intervention included removal of drug from the pump after last discrepancy and replaced with preservative-free saline. There were no diagnostic testing or troubleshooting performed, but would reportedly be performed in the future. The product issue was not resolved and the cause of the issue was not determined. The volume discrepancies increased over several consecutive refills ¿ was less in pump than there was supposed to be. At the time of report the patient¿s status was alive ¿ no injury. The patient¿s symptoms were unknown. It was later clarified that the pump contained infumorph at the time of the initial volume discrepancy. The pump was switched to saline on (B)(6) 2014. Other medications (oral, etc) that the patient was taking at the time of the event included morphine sulfate instant release (msir) 30mg qid. At the time of report that patient was doing fine.